Event description:
It was reported that the pump exhibited cassette not attached properly alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA were unknown. No information has been provided to date

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was duplicated during the investigation when, upon attaching the cassette, there was a cassette not attached properly alarm. Root cause of the reported event is unknown however, the downstream occlusion (dso) sensor was not operating as intended. Recommended to replace the dso sensor. A nonconformance report (ncr) was created to investigate the incorrect/no cassette/disposable detected issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: no patient injury/contact. No other information. H10: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120 h4: correction: device manufacturing date: 28-jan-2018